Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device restarted and all settings have been reset to default values. There was no report of patient involvement.